Event description:
It was reported that during a lap gastric bypass procedure, when the trigger of the device was squeezed there were no clips in the jaws. The jaws of the device would close, but the clips shot out unformed. The site used another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.